Event description:
A (B)(6) female rec'd ambulatory pain block pump with ropivacaine 0.5% following a left metatarsal fusion and bunionectomy. Shortly after connecting the nerve block catheter to the pain pump, rn noticed that approx 20 cc was leaking out of the pump balloon, but fluid was still encased within outer shell of pain pump. Pa and anesthesiologist were notified and pump was removed and switched out for a different pain pump.